Event description:
It was reported that a pump was programmed to deliver 250ml of ara-c at 250ml/hr. The customer stated that after 1 hour and 25 minutes, 89ml of fluid remained in the IV container.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.